Manufacturer narrative:
Correction: h6 device code should have been 3190 rather than 3283. Correction: d7: explant date should have been included in the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller was displaying a "replace generator, the generator has reached its end of service" error message. The patient did not have effective therapy. It was confirmed that the patient's internal pulse generator (ipg) was inoperable. The patient underwent a surgical procedure in which their ipg was explanted.